Event description:
The following was reported to gore: the gore circular bioabsorbable seamguard was implanted (B)(6) 2014. The patient experienced fecal impaction and colon stretch. The physician couldn't see the anastomosis wall and reported the colon looked alive with no tension. A diverting ileostomy was created on (B)(6) 2014, due to what the physician called a minor leak. The patient is slowly improving.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking, trending and follow-up.